Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "guide wire bent during insertion". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "guide wire bent during insertion". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer report of swg kinked was confirmed by visual inspection of the customer supplied photo. The photo shows a used cvc next to a guide wire that is kinked in several locations, however, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.